Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier formation and fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier formation or fibrin was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier and fibrin) because the defect was not evident in the testing of the retention lot samples. Evaluation of both retain and control samples tested were acceptable based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided.

Event description:
It was reported that after use with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of sample and fibrin clots were observed. This occurred on 4 separate occasions, however, the date/time and or patient impact is unknown. The following information was provided by the initial reporter: fibin clot was seen. Additionally, on 2020-09-17 the bd sales consultant provided the following additional information: 1) # of inversions being done to the sample after collection. (B)(4): 8-10 times. 2) how long samples are allowed to clot prior to processing? (B)(4): this is sodium heparin tube, thus shouldn¿t ¿allowed to clot¿ right? Anyway, we generally process/centrifuge the samples within 1 hours after blood collection. For this tube: blood draw completed at 09:49am, we process the samples at 10:02am, thus the ¿waiting time¿ is 13min. 3) what type of centrifuge is being used (fixed angle or bucket)? (B)(4): bucket. 4) what is the rcf used for the centrifuge? (B)(4): 1500xg, 30min, 20oc. 5) what is the time used for the centrifuge - how long are samples being spun? (B)(4): 1500xg, 30min, 20oc.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of sample and fibrin clots were observed. This occurred on 4 separate occasions, however, the date/time and or patient impact is unknown. The following information was provided by the initial reporter: fibin clot was seen. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: # of inversions being done to the sample after collection (B)(6): 8-10 times. How long samples are allowed to clot prior to processing? (B)(6): this is sodium heparin tube, thus shouldn¿t ¿allowed to clot¿ right? Anyway, we generally process/centrifuge the samples within 1 hours after blood collection. For this tube: blood draw completed at 09:49 am, we process the samples at 10:02 am, thus the ¿waiting time¿ is 13 min. What type of centrifuge is being used (fixed angle or bucket)? (B)(6): bucket. What is the rcf used for the centrifuge? (B)(6): 1500 xg, 30 min, 20 oc. What is the time used for the centrifuge - how long are samples being spun? (B)(6): 1500xg, 30min, 20 oc.